Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented at the emergency department feeling syncope. A remote monitoring transmission was sent and was reviewed. It was noted that possible occasional undersensing was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.